Event description:
Nebulizer heater's power cord overheated at the strain relief to the degree that heavy smoke and occasional sparks were emitted. Some smoke was entrained into the patient's air supply, but it was very brief and no adverse consequences occurred. Witnesses were present when the problem occurred and acted quickly to turn off and removed the heater. Manufacturer response (as per reporter) for nebulizer heater, 2m8021representative will receive unit and deliver to depot for inspection and testing.

Event description:
Nebulizer heater's power cord overheated at the strain relief to the degree that heavy smoke and occasional sparks were emitted. Some smoke was entrained into the patient's air supply, but it was very brief and no adverse consequences occurred. Witnesses were present when the problem occurred and acted quickly to turn off and removed the heater. Manufacturer response (as per reporter) for nebulizer heater, 2m8021representative will receive unit and deliver to depot for inspection and testing.